Event description:
It was reported that an ilet pump¿s screen was cracked while the device was in a pocket, the touchscreen became unresponsive, and a replacement was issued; the device was thereafter noted to no longer be water resistant, and the original unit has not yet been returned. Symptoms included no reported blood glucose impact, as the user used long-acting insulin until the replacement was set up and connected. Outcomes included continued therapy after replacement with no clinical harm. Investigation included collection of photos from the user, verification of shipping information, and follow-up on return logistics for engineering assessment. Investigation of this case revealed a damaged display assembly with loss of touchscreen function, consistent with physical damage to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.